Manufacturer narrative:
Known inherent risk of device.

Event description:
Patient presented with reherniation at l4-l5 right and l5-s1 left, but the l5-s1 symptoms were predominant. Where baricaid was not implanted at that level. The doctor explored l4-l5 right side and removed some loose nucleus fragment (mostly fluid). The originally implanted barricaid at the l4-l5 level remains intact and not removed.